Event description:
Following the implantation of the neuropace rns device (MFR neuropace) using the neuromate robot, personnel at neuropace were made aware on a issue with a patient. Information was later provided to renishaw by personnel at neuropace. The clinician was contacted directly who confirmed that a patient had an adverse event but stated that they did not attribute it to either the rns device or the renishaw robot. No further information was obtained from the clinician.